Manufacturer narrative:
Citation: krishna et al. Tavr vs. Savr for severe aortic stenosis in the low and intermediate surgical risk population: an updated meta-analysis, meta-regression, and trial sequential analysis. Cardiovasc revasc med. 2025 oct: 79:78-89. Doi: 10.1016/j.carrev.2025.05.021. Epub 2025 may 20. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of transcatheter versus surgical aortic valve replacement for treatment of severe aortic stenosis in the low and intermediate surgical risk population. The meta-analysis included ten randomized clinical trials with 9,239 total patients. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve, evolut r, evolut pro, evolut pro+, and evolut fx bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, bleeding or vascular complication, patient-prosthesis mismatch, paravalvular leak, arrhythmia requiring permanent pacemaker implant, myocardial infarction, renal failure, endocarditis, and aortic valve rehospitalization and/or intervention.  No further information was provided pertaining to medtronic products.